Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened escape keypad dome. The following physical damage was noted: minor scratches on the lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the escape button on his insulin pump no longer clicks and it felt as if it was rolling from under the plastic coating that covers the buttons. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that he had bumped his pump against the garage door. He also mentioned that his bolus button was unresponsive and felt loose. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.